Manufacturer narrative:
Follow-up # 1; date of submission: 11/18/2016. The device has been returned and evaluated by product analysis on 10/25/2016 with the following findings. A review of the pump¿s black box data showed no evidence of a ¿no power¿ event. The returned battery cap was able to fully tighten onto the pump. The battery cap¿s contact height and width were within specification. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap had no damage. The pump powered on normally and successfully completed the rewind, load, and prime steps with no power issues occurring. The pump was exercised for 24 hours with no power interruptions. The complaint of no power could not be confirmed or duplicated on investigation. The pump case was removed and the pump was disassembled; there was no evidence of moisture or loose components observed inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power issue. It was reported that the pump had lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.